Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical united kingdom. The customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and stress testing, all tests being performed using battery and aux separately and together without duplicating the customer's report. The digital board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.